Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that multiple call service alarms were recorded on (B)(4) 2014. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The pump was opened and no evidence of moisture/corrosion was found inside the pump. The transceiver flex was intact and secured to the printed circuit board with no evidence of cracked traces observed. The complaint of the pump emitting call service alarms was observed in the pump history but was not able to be duplicated during investigation.